Event description:
During a pneumonectomy procedure, the jaws were difficult to close and the staples did not form properly. The surgeon removed the malformed staples and sutured to complete the procedure without pt injury.